Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm regent aortic mechanical heart valve was selected for implant. During device preparation, the lobes were not tested. During implant, the valve was successfully sutured and then the valve lobes were tested with rubber products. It was observed that the valve lobes were difficult to open and close. The valve was subsequently removed and upon removal, the lobes were tested again; they could be opened and closed but it was difficult. A new 17mm regent aortic mechanical heart valve was successfully implanted. The valve lobes opened and closed without issue. The 17mm sized valve was selected due to hospital stock. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of valve leaflets were difficult to open and close was reported. No anomalies were found with the valve leaflets upon return to abbott, and functional testing at the time of manufacturing indicated the valve functioned normally. Both leaflets were able to fully open and close with no resistance occurring when tested upon return to abbott. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.